Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported port break and migration issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, a piece of the port was allegedly broke and migrated to the right ventricle. Further intervention was required and the portion was recovered. The patient was implanted with another port and was reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2021). Pending return.

Event description:
It was reported that post port device implant, a piece of the port was allegedly broke and migrated to the right ventricle. Further intervention was required and the portion was recovered. The patient was implanted with another port and was reported to be stable.